Manufacturer narrative:
Additional information: one (1) actual sample was received for evaluation. A visual inspection was performed with the naked eye noted a tear on the printed side, in the upper left part of the packaging. Additionally it was identified that the packaging was bent. The part of the aluminum foil formed was crushed and inside contains the minicap plug. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. Fourteen (14) retention samples were evaluated at the facility. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of the minicap was damaged. This was observed before use of peritoneal dialysis therapy. The damage was described as "the package's security seals were opened." There was no report of patient injury or medical intervention associated with this event. No additional information is available.